Manufacturer narrative:
Patient identifier not available from the site. No procode, common device name, UDI and/or 510(k) provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that a procedure was being performed in order to extend the spinal fusion after the fusion of c6-7. A double spine clamp was mounted on the spinous process at c4-5. Secure fixation was confirmed when it was installed. Using a cervical probe, ps (pedicle screws) were inserted in the order of c5l -> c4l -> c5r -> c4r. After the screws were inserted, images were taken by the imaging system and it was found that 3 out of 4 screws were deviated. As there was no problem found with the c5l, the doctor judged that the screws should have been dislocated in the course of the procedure. The customer checked the frame and found that the frame was loose. After the frame was re-tightened securely, images were taken by the imaging system and the screws were placed again. The delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Per further engineering review, the site reported that the reference frame had loosened. Based on the reported issue and investigation the most likely cause was that the frame moved. The instructions for use (IFU) that accompanies the device contains warnings regarding frame movement: ¿warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result.¿ and ¿warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."